Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer noticed a big difference between the sensor glucose and the blood glucose readings. Customer stated that the sensor was reading 11.4 mmol/l when the blood glucose reading was 22.9 mmol/l. No further information reported.